Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and fecal incontinence. It was reported that the patient was feeling stimulation outside her bicycle seat area and in the area where her leads were placed. On (B)(6), the patient stated that she was dealing with gas/air every morning when they would go and use the restroom. The patient noted that they were not dealing with an constipation or diarrhea. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.